Manufacturer narrative:
The field service engineer replaced the measuring cells, gear pump head, and procell/cleancell liquid level detection lines. He inspected the system and performed all adjustments to the probes. He checked the external probe washing, syringe mechanism valves, and high-pressure filters. He found the reagent probe filter was partially blocked and cleaned the filter. He confirmed the main water pump and gear pump pressures. The system passed service testing and precision testing. The customer ran calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was within the customer¿s established ranges, there was no indication of a performance issue with the reagent or instrument. The required rack adapters were not in use at the time of the event.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t g5 stat elecsys result for one patient from the cobas 6000 e601 module. The initial result was 69.33 ng/l and was reported outside of the laboratory. The doctor questioned the result, so the customer repeated testing and the result was <6 ng/l. The patient received a heparin drip for possibly 2 to 3 hours based on the initial result but was not adversely affected. The reagent lot number was 68811800 with an expiration date of 31-may-2024.